Manufacturer narrative:
Conclusion not yet available-evaluation in progress.

Event description:
During a procedure 5-6cm string of plastic came out of the twist after removing catheter. Patient was not injured during procedure.

Manufacturer narrative:
It is unknown if device was in use for treatment or diagnosis. A review of the device history record (DHR) was conducted and there were no manufacturing rejects or anomalies of this event type recorded in the DHR. A complaint review of the reported lot identified no additional reports. Returned device analysis reveals one 6.5f destino twist within manufacturing specifications. One 6.5f twist destino was received without the dilator. There were no other accessories. There was also a 5.5cm long piece of ptfe liner in a separate bag. According to the report, a 5-6cm string of plastic came out of the twist after removing catheter. The 5.5cm long string of plastic was ptfe liner that was skived from the inner lumen of the sheath. There was very little information given to oscor regarding the events surrounding this case, so it is unknown if a transseptal was used or if any other devices were used in conjunction with this sheath that could have caused the skiving. Per procedure destino steerable guiding sheath in-process and final inspection, this inspection is performed by qa on 100% of the sheaths: use a borescope to detect delamination of liner & any exposed braid in ID. Per instructions for use (IFU): follow the instructions for use that were supplied with the transseptal needle (not supplied with guiding sheath) and the guidewire. If a transseptal needle is used, it is recommended to use together with a stylet in order to prevent skiving of the inner lumen of dilator. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.